Event description:
It was reported that during a hand assisted lap nephrectomy, within the first five minutes, the device sheared causing loss of pneumo. A new disc was placed in and continued as usual. No pt consequence.